Event description:
It was reported that during a laparotomy procedure, air leaked and abnormal pressure could not be raised. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Duckbill, lower ring. The analysis results found that the device was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. In addition, the lower ring of the universal seal assembly was found to be broken. A potential cause of this condition is the repeated use of eto as a sterilization agent. Ees single-use trocars are not to be reused, reprocessed or re-sterilized. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. No incident related to the reported event was observed during the batch record review.